Event description:
Customer failed out high on three external proficiency survey samples for vancomycin, and received discrepant results upon repeat testing. Survey samples #2 and #4 were repeated four times; #1 & #3 repeated five times and #5 repeated 6 times, in 2008. Survey #1, initial result gave 47.10 ug/ml, repeats gave 36.1, 34.5, 30.0, 32.0 and 30.8 ug/ml. Survey #2, initial result gave 10.6 ug/ml, repeats gave 8.2, 7.3, 7.3 and 6.4 ug/ml. Survey #3, initial result gave 35.30 ug/ml, repeats gave 28.0, 28.1, 23.9, 25.3 and 24.4 ug/ml. Survey #4, initial result gave 14.90 ug/ml, repeats gave 14.0, 11.8, 11.0 and 10.3 ug/ml. Survey #5, initial result gave 59.40 ug/ml, repeats gave 46.7, 44.7, 41.4, 38.3, 41.7 and 42.5 ug/ml. No patient samples were impacted in this event. The field service representative was unable to determine a root cause. Performance tests were performed and within specification.